Manufacturer narrative:
The lift last preventative maintenance check was on 6/25/2015, removed from service following the incident on (B)(6) 2015, and later inspected by a medcare service technician on july 20, 2015 with no faults found in how the unit functions. The sling was reported to be in good condition when inspected as well. Training was conducted by medcare to review lifting practices on july 29, 2015 at the healthcare facility.

Event description:
On (B)(6) 2015 at (B)(6), a caregiver was attempting to put a (B)(6) male resident's arm into a care sling while he was in the air. His weight shifted to one side, he became un-level, and one of the four straps with loops attached to the carry bar came out of one carry bar hook. The facility initially reported he did not fall, but indicated on (B)(6) 2015 during a follow-up call that the patient did fall to the floor obtaining abrasions and scratches to his forehead and are unable to confirm the point of contact at which the marks occurred. No medical attention was required.